Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a power on reset occurred on the device. The device was reprogrammed to its original parameters and remains in use. No patient complications have been reported as a result of this event.